Event description:
Procedure type: nephrectomy. According to the reporter: the surgeon placed a 45 2.5 roticulator on the renal vein and artery. He described being able to squeeze the handle once or twice then the stapler abruptly stopped and the handle cracked. He kept the stapler closed and in place. They opened an additional stapler and reload and tried to place it on tissue below the original stapler. He said it appeared to fire normally. When he removed the staplers he described open lumens and unformed staples. This caused bleeding. No tissue reinforcement was used in this case. The surgeon described open lumens and unformed staples on the renal vein and artery which caused bleeding. The case was extended by more than 30 minutes. After applying the second device and discovering open lumens and open staples they made an incision in an attempt to gain access to control the bleeding. Shortly after the patient went into cardiac arrest. The patient was stabilized but remains in the hospital. As of (B)(6) 2012, the patient was extubated.

Manufacturer narrative:
(B)(4).